Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Cook was notified that thrombus formation occurred in a zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient underwent a fenestrated endovascular aortic repair (fevar) procedure on (B)(6) 2025. Procedural imaging, including an angiography scan and a cone beam computed tomography (cbct) scan without contrast, showed that all devices were patent, with no evidence of device integrity issues or endoleaks. A contrast-enhanced computed tomography (CT) scan was performed on (B)(6) 2025, 36 days post-procedure. An independent laboratory reviewed this imaging. The review confirmed that the celiac artery, superior mesenteric artery (sma), right renal artery, and left renal artery were all patent within the stent and native vessels. All endograft devices remained patent, and no separation of components was observed. No device integrity issues were identified. However, thrombus was detected in the left iliac leg graft. According to the site the patient was not taking antithrombotic medications. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Imaging was provided for the investigation and was reviewed by a vascular surgeon. The reviewer¿s impression related to the thrombus formation ¿impression: 1. A juxtarenal aaa and pararenal saccular aneurysm are treated by fevar using a zfen+28-183, distal unibody2-24-98, a contralateral zsle-13-74 on the right, and an ipsilateral zsle-16-74 on the left. 2. At 5 weeks postop, there is mild partial mural thrombus seen in the mid left zsle leg graft. 3. The leg graft lumen diameter is slightly narrowed to 8 mm at the distal limb junction, then dilates to 10 mm just below the limb junction. This mild hourglass narrowing is seen at the time of repair on angiography imaging and is likely due to dense focal calcification in the proximal left cia seen on the preop imaging. 4. Though it doesn¿t appear to be a significant stenosis, this slight caliber change may be the cause of mural thrombus formation in the mid zsle leg due to non-laminar flow just below the narrowed limb junction¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions 4.1 general ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g, cancer) may be at an increased risk of a thromboembolic event. ¿ inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk pf pelvic/bowel ischemia. 4.3 pre-procedure measurement techniques and imaging lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. ¿ use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. ¿ excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. 5.2 potential adverse events - adverse events that may occur and/or require intervention include but are not limited to: ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perifgraft flow; and corrosion. ¿ graft or native vessel occlusion. ¿ surgical conversion to open repair 8 patient counseling information - physicians should refer patients to the patient guide regarding risks occurring during or after the implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death 11.1.6 ipsilateral iliac leg placement and deployment in conjunction with zenith alpha abdominal endovascular graft or zenith low profile endovascular graft 4. Introduce the ipsilateral iliac leg delivery system and continue advancing slowly until the proximal edge of the ipsilateral leg graft aligns with the proximal edge of the previously placed contralateral leg graft. 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Based on the information provided, no product returned, and the results of the investigation a potential root cause has been traced to patient anatomy. The image reviewer noted in the review: ¿the leg graft lumen diameter is slightly narrowed to 8 mm at the distal limb junction, then dilates to 10 mm just below the limb junction. This mild hourglass narrowing is seen at the time of repair on angiography imaging and is likely due to dense focal calcification in the proximal left cia seen on the preop imaging.¿ the reviewer further noted: ¿though it doesn¿t appear to be a significant stenosis, this slight caliber change may be the cause of mural thrombus formation in the mid zsle leg due to nonlaminar flow just below the narrowed limb junction.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
It was reported thrombus was identified in the zenith flex with spiral-z technology aaa endovascular graft iliac leg. This was identified by an independent laboratory that reviewed imaging completed on (B)(6) 2025, 36 days post procedure. Pre study procedure imaging completed on (B)(6) 2024 (102 days prior to the procedure) was reviewed by an independent laboratory. The proximal sealing zone was free of occlusive disease. There was mild calcification and partial thrombus in the parallel shaped proximal sealing zone. The diameter, length, calcification, angles, and percentage of stenosis for those vessels incorporated into the custom made device procedure were provided. The angulation between infra-renal aorta and aneurysm center line was 160.8 degrees. The maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) was 169.9 degrees. The distal seal zone was not in the abdominal aorta. The bilateral common iliac arteries, external iliac arteries, and femoral arteries all had mild calcification but were free of occlusive disease. The tortuosity of the bilateral iliac arteries was described as mild. The patient underwent a fenestrated endovascular aortic repair (fevar) procedure under general anesthesia on (B)(6) 2025. Operative note date of procedure: on (B)(6) 2025. Pre-op diagnosis: pararenal abdominal aortic aneurysm post-op diagnosis: same procedure(s): ultrasound guided access to the bilateral common femoral arteries ivus. Fevar - 4 vessels ca, sma, rra, lra, 1st order cath ca, sma, rra, lra from r cfa, ca stent, sma stent, rra stent x2, lra stent, ca, sma, rra, lra angiograms, distal aortic device, bilateral iliac device extension, bilateral iliac angiograms, closure of the bilateral cfa access with 6f suture medicated closure devices x2 s&I codes, performing service: vascular surgery, findings: complete exclusion. Implants: fenestrated device: 28 mm proximal tapered to 22 mm distal. Length 183 mm. 4 fenestrations ca, sma, rra, lra. Distal aortic device: standard 24 mm bifurcated, ipsilateral left, ca: 8 x 27 mm (non-cook device), sma: 8 x 27 mm (non-cook device), rra: 6 x 28 mm (non-cook device); 6 x 22 mm (non-cook device), lra: 6 x 28 mm (non-cook device), right iliac: 13 x 74 mm zenith spiral-z, left iliac: 16 x 74 mm zenith spiral-z, access: 20f ipsilateral left cfa, 20f contralateral right cfa, closure: bilateral femoral 6f suture mediated closure device x2, contrast: 57 cc visipaque, fluoroscopy: 44.8 minutes, anesthesia: general endotracheal, estimated blood loss: 100 cc, complications: none, specimens: none. Indications: this is a 63-year-old male with a pararenal abdominal aortic aneurysm that meets criteria for repair. A fenestrated endovascular aortic repair was recommended to the patient. All material risks, benefits and alternatives were described in detail. Their questions were answered and they elected to proceed. Informed consent was obtained. Procedure in detail: the patient was brought to the operating room and appropriate lines and tubes were placed. The patient was placed under general anesthesia. Antibiotics were administered. Time outs were completed. An overlay fluoroscopy was obtained to provide on screen markings during the case. The patient was prepped and sterile drapes applied. Access and sheath placement. Next using fluoroscopy the femoral heads were marked. Under ultrasound guidance the ipsilateral left common femoral artery was accessed with a 21-gauge needle. An image was archived and saved. A cook bentson wire was advanced into the abdominal aorta. The micropuncture sheath was exchanged for a 6f 10 cm hemostatic sheath. Two suture mediated closure devices were then deployed without issue at 1 o and 2 o'clock. An 8f sheath was placed. The same steps were carried out on the contralateral side without issue. The patient was bolused with IV heparin to raise the act above 250 seconds and re-dosed in intervals based on activated clotting times. Next the cook bentson wire was advanced into the thoracic aorta with the help of a non-cook catheter and was exchanged for a stiff cook amplatz on the contralateral and cook lunderquist wire on the ipsilateral. The contralateral sheath was exchanged for a 20f cook check-flo sheath. Device insertion and positioning: ivus was then used to confirm position of the ca, rra, lra, and the sma. On screen marks were adjusted. Next the main fenestrated device on a 20f delivery system was then brought onto the field. After fluoroscopic confirmation of the proper orientation, it was passed into position over the wire in the left groin. It was confirmed to be in an appropriate position in ap and lateral views. The device was subsequently unsheathed slowly under fluoroscopic guidance, adjusting as needed to match the visceral vessel markings. Visceral vessel cannulation: from the contralateral groin we accessed the distal device using a catheter and guide wire. Guide wire was exchanged for cook stiff amplatz wire guide. Check flow sheath was advanced to the distal aspect of the device. We then accessed the check flow sheath and advanced a 6.5 french tour guide sheath into the fenestrated device. A catheter and angled guide wire were used to cannulate the right renal fenestration and artery. An angiogram was obtained. A cook rosen wire was placed. A sheath was advanced through the fenestration into the proximal vessel. Non-cook stent was advanced through the fenestration into the renal vessel. We then again accessed the check flow sheath and advanced a 6.5 french non-cook sheath into the fenestrated device. A catheter and angled guide wire were used to cannulate the left renal fenestration and artery. An angiogram was obtained. A cook rosen wire was placed. The non cook sheath was advanced through the fenestration into the proximal vessel. A non-cook stent was advanced through the fenestration into the renal vessel. We then accessed the check flow sheath a third time and advanced a 7 french sheath into the fenestrated device. Using an angled guide wire and catheter with the non-cook sheath, the ca fenestration and vessel were cannulated. Angiogram was completed. We then passed cook rosen wire and tracked out sheath to secure the vessel. Non-cook stent was advanced through the fenestration into the ca. The ca stent was deployed and backed dilated with oversized balloon to flare the intra-aortic portion. Completion angiogram was obtained showing good flow into the target vessel without evidence of dissection or endoleak. Wire was removed. Using an angled guide wire and catheter with the non-cook sheath the sma fenestration and vessel were cannulated. Angiogram was completed. We then passed cook rosen wire and tracked out sheath to secure the vessel. The stent was advanced through the fenestration into the sma vessel. The device was fully deployed. The sma stent was deployed and backed dilated with oversized balloon to flare the intra-aortic portion. The left renal stent was deployed and back dilated with the oversized balloons to flare the intra-aortic portion. The right renal stent was deployed. While attempting to back dilate with oversized balloon to flare the intra-aortic portion the balloon pushed the stent through the fenestration. A second non-cook stent was placed with appropriate overlap into the original right renal artery stent and fenestration. This stent was deployed and back dilated with the oversized balloon to flare the intra-aortic portion. Completion angiogram was obtained through each visceral stent showing good flow into the target vessel without evidence of dissection or endoleak. Distal device and iliac extensions an arteriogram was obtained to mark the aortic bifurcation. The delivery system of the fenestrated device was removed and exchanged for the bifurcated device. Distal device was positioned and deployed into the fenestrated device over the stiff wire until the flow divider was open, leaving the ipsilateral limb sheathed. We accessed the contralateral gate and replaced the cook amplatz wire. Position within the gate and fenestrated device was confirmed. Next a marking catheter and an iliac angiogram were used in the contralateral side to mark the position of the hypogastric artery. The contralateral iliac extension limb was selected and deployed. The remainder of the distal body device was opened into the ipsilateral iliac. A marking catheter was positioned and an iliac angiogram was used to mark the ipsilateral hypogastric and the extension limb was selected and deployed. Bilateral iliac angiograms were obtained. The overlap between grafts and the iliac limbs were dilated with a cook coda balloon. Aortogram was obtained with no endoleak and filling of all viscerals. The imaging system was used to obtain a completion non-contrast CT and reviewed. Closure our catheters and wires were removed from the right and left groins and the suture mediated closure devices tied down. Flow in each femoral artery was confirmed with a doppler. Hemostasis was achieved in the incisions and the patient was given protamine. The wounds were closed with absorbable suture and covered with skin adhesive. The patient was found to have an unchanged vascular exam, and the patient was awoken from anesthesia moving all extremities and transferred to the pacu in stable condition. Care timeline: on (B)(6) 2025, 16:12 patient admitted, on (B)(6) 2025, 14:15 patient was transferred to unit, on (B)(6) 2025, 11:40 transferred out of unit, on (B)(6) 2025, 12:55 discharged. The patient had the following cook devices placed during the procedure: cook zenith fenestrated plus main body (rpn: zfen+28-183-ci) there was no difficulty flushing the introducer system and removing the release wires. The clinician was able to adequately visualize the device from the start to the end of the implant. There was no difficulty cannulating the fenestrations or retracting the sheath. Cook universal distal body (rpn: unibody2-24-98-ci): ipsilateral access was used. There were three components overlapping with the preceding stent. The clinician was able to adequately visualize the device from the start to the end of the implant. There was no difficulty retracting the sheath or removing the release wires. Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt): contralateral access was used to place the device in the right common iliac artery. There was one stent overlap with the preceding device. Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg ( rpn: zsle-16-74-zt): ipsilateral access was used to place the device in the left common iliac artery. There were three stents overlapping with the preceding device. The patient had the following non-cook devices placed: a competitor¿s bridging stent (8 mm x 27 mm): introduced contralaterally, placed in the celiac artery. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was eight atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. The inflation pressure of the flaring balloon was six atmospheres. No issues were encountered during flaring. A competitor¿s bridging stent (8 mm x 27 mm): introduced contralaterally, placed in the superior mesenteric artery (sma). The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was eight atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. The inflation pressure of the flaring balloon was six atmospheres. No issues were encountered during flaring. A competitor¿s bridging stent (6 mm x 28 mm) was first used and not able to be placed in the right renal artery. While attempting to back dilate with an oversized balloon to flare the intra aortic portion, the balloon pushed the stent through the fenestration. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. A competitor¿s bridging stent (6 mm x 28 mm): the second device used was introduced contralaterally and was placed in the right renal artery. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was ten atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. The inflation pressure of the flaring balloon was six atmospheres. No issues were encountered during flaring. A competitor¿s bridging stent (6 mm x 28 mm): introduced contralaterally, placed in the left renal artery. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was eight atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. The inflation pressure of the flaring balloon was six atmospheres. No issues were encountered during flaring. Several other cook ancillary devices were used during the procedure. Successful access of the intended vasculature was achieved. No device deficiencies or adverse events were identified involving the cook ancillary devices. Procedural imaging in the form of an angiography scan and a cone beam computed tomography scan without contrast was completed on (B)(6) 2025. All devices were patent at the conclusion of the procedure and there was no evidence of device integrity issues. No endoleaks were present. A review of the procedural imaging completed on 25mar2025 was completed by an independent laboratory. The review indicated that all devices were patent at the conclusion of the procedure and there was no evidence of device integrity issues. No endoleaks were present. The patient resumed oral fluid intake on (B)(6) 2025. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2025 and remained in the ICU for one day. The patient was discharged on (B)(6) 2025, two days post procedure. A post procedure in person clinical assessment was completed on (B)(6) 2025, 36 days post procedure. The patient was not taking antithrombotic medications. The patient has not had any significant medical problems or been hospitalized for any reason. A follow up computed tomography (CT) scan with contrast was completed on (B)(6) 2025, 36 days post procedure. The celiac artery, sma, right renal artery, and left renal artery were all patent within the stent and within the native vessel. All of the endograft devices were patent and no stenosis greater than 50% was present in any treated vessel. No separation of components occurred. No evidence of device integrity issues were identified. No thrombus was present within a study device. However, a type 2 endoleak was identified, possibly form a lumbar artery branch. An independent laboratory reviewed the imaging completed on 30apr2025. The celiac artery, sma, right renal artery, and left renal artery were all patent within the stent and within the native vessel. All endograft devices were patent. The left iliac leg graft had 30% stenosis. No separation of components occurred. No evidence of device integrity issues were identified. Thrombus was identified in the left iliac leg graft. This was an initial finding. At the time of this report, no treatment for the thrombus development had been reported. The focus of this report is the thrombus identified in the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the left.

Manufacturer narrative:
H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.